Manufacturer narrative:
Qa analysis revealed that the catheter was returned without blood visible, but there was contrast in the inflation lumen and in the balloon. The balloon had been inflated and it was folded flat. The catheter was returned tightly coiled in a small bag. There were two kinks in the hypotube located 2.4 and 115.8 cm distal to the strain relief tubing. There were two kinks in the distal shaft with the proximal kink located 5 mm distal to the guide wire exit notch, and the distal kink located 25 mm proximal to the proximal balloon seal. There were numerous bends in the hypotube, causing it to appear wavy. There was a stopcock attached to the catheter luer. The inflation device used during the procedure was not returned. Using a new inflation device filled with renografin 60 diluted 1:1 with water, pressurized the catheter to 16 atm and measured the deflation times. The three deflation times met mfg criteria. The balloon folded flat each time. Quality engineering reviewed the incident info and analysis of the returned device. Additionally, the cardiac catheterization report and two cines were returned and reviewed. The zeta stent was returned tightly coiled, which caused the hypotube to be wavy. The only other damage noted to the catheter was two kinks in both the hypotube and the shaft. There was no damage to the inflation lumen. The kinking was likely caused during the attempt to retract the zeta stent delivery system (sds) into the guiding catheter. The inflation device used in the case was not returned, so using a new indeflator, the balloon was inflated and tested for proper deflation. All three times, the balloon deflation was complete and within the time spec. The catheterization report stated that the balloon appeared to not completely deflate and it looked as if the balloon was caught on one of the earlier placed stents. However, once inflated and deflated again, the balloon was able to be retracted into the catheter. Both cines were reviewed, but did not contain any images that showed the slow/incomplete balloon deflation that was reported. In this case, based on the product analysis and cath lab report, it appears that the reported difficulties with balloon deflation were related to the interaction with a previously placed stent. There was no indication of a product quality issue. Quality engineering will trend and monitor the incident circumstances. The lot history record was reviewd and there were no non-conformances associated with this product lot. All catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify proper deflation. This MDR is considered closed by the qa dept.

Event description:
It was reported that during a ptca/stenting procedure, the device would not completely deflate. A voluntary medwatch form was also received that stated a dissection had occurred, which was treated by two additional stents that were deployed successfully. The pt left the cath lab in stable condition. No additional info was available.